Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing and undersensing due to the position of the device. It was further reported the icm experienced noise/interference and the device was reprogrammed. The icm was repositioned and remains in use. No patient complications have been reported as a result of this event.